Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, a 'device alert' and a 'con proc failed' alarm occurred. The unit shut down and the pt was manually ventilated before being transferred to another unit. There were no adverse pt effects reported.